Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness and headache. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 09/26/2024 and section h11 should be reported as: the manufacturer received information from uno legal litigation in reference to a dreamstation CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness and headache. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found in box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. In box d: product brand name was corrected.